Event description:
The customer reported to customer service that she purchased her breast pump in 2007 and started it again during the last week of (B)(6) 2011 and almost immediately developed a rash on her breasts where the breast shields attach. It worsened over the three weeks following. There are hundreds of tiny red bumps that itch. She indicated that the only other product that she is using for breast feeding is mother love nipple cream, that she is sanitizing the breast shields in her dishwasher and that she has left a message with her doctor regarding the rash.

Manufacturer narrative:
Customer service sent the customer replacement breast shields as well as a pair of soft fit breast shields for her to try. Attempts to contact the customer to get add'l complaint info, including medical treatment received (if any) and whether the replacement breast shields resolved the issue, were unsuccessful. It should be noted that the breast pump was purchased in 2007 and the breast shields have been washed repeatedly. The part of the breast shield that makes contact with the skin is made of thermal (B)(4). Absent add'l complaint info from customer and knowledge of medical treatment, if any, and whether the replacement breast shields resolved the issue, it cannot be definitively concluded that the breast shields, and not an agent that they have been washed with, caused or contributed to the allergic reaction. Therefore, no conclusions can be made as to the cause of the event. Should add'l info be received, resulting in new, changed, or corrected info, a follow up report will be filed. We will monitor complaints for similar issues.